Manufacturer narrative:
(B)(4). The device was returned and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was received and evaluated. A visual inspection was performed with both a microscope and the naked eye with no issues noted. Functional tests were performed, including leak, clear passage, and clamp function testing, and the device passed all functional tests. The integrity of the seal surface was tested and found no issues. The inside diameter of the patient connector was measured and found to be within specification. A batch review was conducted, and there were no deviations found related to the reported condition during the manufacture of this lot. Upon completion of the investigation, the reported issue and its cause could not be verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap extend life pd transfer set had a loose blue pull ring. This was noticed as the nurse was opening the device¿s overpouch. There was no patient involvement. No additional information is available.